Event description:
It is reported that a spike fractured off.

Manufacturer narrative:
Evaluation summary: the mini 4-in-1 adjustable guide was returned for evaluation. The device was not measured due to the damage that was incurred. Examination of the device shows several damaged sections. The first of these is the metal beginning to fold over the edges where the slaphammer would mate with the device. This site also has damage on the side which could not be caused by a slaphammer, but more likely by a surgical mallet or similar instrument. The second and third damaged section are found around each of the two spikes. The spike which hasn't fractured is visibly bent with some slight damage on and near the spike. The area around the broken spike has several add'l signs of damage from impacts. The fracture site of the spike primarily has indications of fatigue fracture from shear stresses. This indicates that the spike likely began to fracture due to off-axis impactions that are supported by the deformed metal found in several locations on the part. Also, the second spike is bent downward, reflective of incurred loads that would not be expected with normal use. Thus, the most probable mode for this device is misuse that primarily included off-axis impactions that led to shear stresses at the base of the spike. Device history records indicate all components were manufactured and inspected to specification. The instrument had a field age of approx 26 months at the time of failure.